Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a critical pump error other than the open book image error or critical pump error 24. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit powered on properly after battery installation. No open book image noted. Unit passed self test, displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were recorded to confirm customer's concern. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place during testing. The following damages were noted: pillowing keypad overlay and scratched case. In summary, customer concern for critical pump error (open book image) and e/a alarm unspecified not confirmed. Unit functioned properly and passed the fully functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.